Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2020 and suture was used. The surgeon had trouble grasping the needle and getting it through the tissue. The suture needle broke off inside the patient, but was successfully removed. The procedure was completed with a new like device with no patient complications. No additional information was provided.